Manufacturer narrative:
Correction ¿it was reported that patients weight was (B)(6) kg changed weight from (B)(6) kg a correlation between the reported gastrointestinal (gi) bleed and the left ventricular assist system (lvas) could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 with complaints of black tarry stools, dizziness and shortness of breath. The patient was reported to be on enoxaparin for the past week due to a sub therapeutic inr. Anticoagulant at the time of event was aspirin and warfarin. Upon admission the patient¿s hemoglobin (hgb) level was 7.9 and their hematocrit (hct) at 23.3%. On (B)(6) 2017 an egd was performed and no bleeding was found however a capsule study showed bleeding. On (B)(6) 2017 a balloon enteroscopy was performed. Agioectasia in jejunum was clipped and cauterized. The patient¿s hgb and hct remained stable. The patient was restarted on anticoagulation with no further episodes of bleeding. Due to fatigue the patient was started on protonix for gastrointestinal prophylaxis. The patient was discharged home on (B)(6) 2017. No additional information was provided.